Manufacturer narrative:
The determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The f2 fuse open generated the vent inop 1012 error code.

Event description:
The customer reported the power supply requires replacement. The fse reported patient involvement is unknown and there was no patient harm.